Manufacturer narrative:
Event date: exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was experiencing extended ipg charging and inadequate stimulation despite reprogramming. The patient underwent an ipg replacement procedure wherein an MRI compatible device was implanted. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the facility.